Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a high number of sensing integrity counter (sic) was observed with the right ventricular (rv) lead. In addition, an x-ray was performed and the patient's device was found to have migrated down towards their left breast, and was rubbing against the under wire of their bra. The clinician stated that upon viewing the x-ray, it appeared that the lead was "fraying apart". The patient was transferred to another medical facility. The rv lead and implantable cardioverter defibrillator (ICD)&#1157;main in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.